Event description:
Ccu personnel were attending to a pt in cardiac arrest. The pt was shocked using disposable defibrillation electrodes and allegedly after ten 360 joule shocks, the operator observed smoke and burning smell coming from the electrode. The electrodes were replaced and treatment continued. The pt was not resuscitated; however, the risk mgr stated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.